Event description:
While removing the device from the packaging, the neuron fractured near the hub at the material junction. The device could not be removed from the packaging by pulling the hub. The device was not used and the physician took another one off the shelf and completed the case. There was no patient involvement.

Manufacturer narrative:
Technical evaluation: the unit was returned in its original packaging. The catheter shows a break and unraveling of the internal support windings at the distal end of the spiral strain relief. A crease can be seen on the carrier card just at the break point. The incident is confirmed as reported. The crease in the carrier card implies that the package was bent before opening, probably resulting in the damage seen. The DHR of this manufacturing lot has been reviewed. This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #2314-04 (lot #l16176). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.